Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. A part of the grasping section was missing. The tissue pad in the grasping section was severe worn away. There was a mark on a grasping section that came into contact with a probe tip. The broken piece of the grasping section was not returned. There was a mark on a probe tip that came into contact with a grasping section. When we performed probe check with usg-400 and td-sb400 owned by aomori olympus, no abnormality occurred. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. Activated output while the grasping section is closed without contacting tissue (including the case of after tissue is transected). This caused the tissue pad in the grasping section was severe worn away. 2. The tissue pad in the grasping section was severe worn away. This caused the probe tip and the grasping section came into contact. 3. Kept doing activated output while the probe tip and the grasping section came into contact. This caused the probe tip was applied a load and an u504 probe error occurred. Also, the contact between the probe tip and the grasping section caused mark. <the detachment of the grasping section at the rear> 1. The tissue was grasped at the distal end of the grasping section, and ultrasonic output was activated while the probe was in contact with the tissue pad at the rear end of the grasping section. 2. The rear end of the tissue pad was worn out. 3. The output was activated with the worn tissue pad. Therefore, the probe came into contact with the grasping section. This caused a contact mark at the probe and the grasping section. 4. Since the output was activated while the rear end of the grasping section was in contact with the probe, a force might have applied to the grasping section as below. As a result, the grasping section broke at the contact mark. 1) ultrasonic vibration due to ultrasonic output. 2) heat was repeatedly applied to the grasping section due to ultrasonic vibration, and the grasping section expanded and contracted. The above device handling has warned in the instruction manual.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 (aware date is changed to 09/23/2023), d4 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events you mentioned were caused by the following mechanisms. 1. Since ultrasonic waves were output in a state where the gripping part was closed (including after the tissue was cut) without grasping the tissue, the tissue pad was severely worn. 2. Due to severe wear on the tissue pad, the gripping part and the probe tip came into contact. Additionally, a likely cause of the detachment of the grasping section at the rear end might be the following mechanism. 1) the tissue was grasped at the distal end of the grasping section, and ultrasonic output was activated while the probe was in contact with the tissue pad at the rear end of the grasping section. 2) the rear end of the tissue pad was worn out. 3) the output was activated with the worn tissue pad. Therefore, the probe came into contact with the grasping section. This caused a contact mark at the probe and the grasping section. 4) since the output was activated while the rear end of the grasping section was in contact with the probe, a force might have applied to the grasping section as below. As a result, the grasping section broke at the contact mark. The event can be detected/prevented by following the instructions for use which state: "do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Make an incision in hard and thick tissues such as the cervix with only the tip of the gripping part and the tip of the probe. If you continue, part of the tissue pad will wear out severely, exposing the metal part. The tip of the probe may be scratched, leading to breakage or falling off. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic myomectomy, the subject device was used. After more than 30 minutes since the surgery began, probe damage error occurred, the tissue pad of the subject device was worn, and the user became unable to activate the subject device. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On october 6, 2020, omsc found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.